Manufacturer narrative:
(B)(4). Data log was provided by the patient. It was downloaded and reviewed on (B)(6) 2014 confirming the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be a defective transmitter. A CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact the patient's mother did not report any injury or medical intervention.